Manufacturer narrative:
Investigation summary investigation summary: the returned device was visually inspected and it was found in normal conditions. During the second visual inspection, it was found that the pebax was damaged with reddish material inside. The catheter was evaluated for carto 3 and it was recognized by the system. No error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The catheter was evaluated for the screening test and catheter passed. The force feature was working properly. Finally, the force sensor values were found within specifications. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint cannot be confirmed. The root cause of the damage on the pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the biosense webster, inc. Product analysis lab noted that the pebax was damaged. Initially, it was reported that when the physician stepped on the foot pedal to ablate, the force was reflecting 50g-60g. The cable was replaced with no resolution. The catheter was replaced and the issue resolved. No patient consequence was reported. The high force issue was assessed as not reportable. The issue was highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event was low. The biosense webster, inc. Product analysis lab received the device for evaluation and noted on 10/1/2019 that the pebax was damaged with reddish material inside. Per the analysis, the pebax integrity was compromised. Therefore, the pebax damage was assessed as a reportable malfunction. The awareness date of this finding is 10/1/2019.